Manufacturer narrative:
The reagent lot number is 706358. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable pth stat results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 9.43 pg/ml. The repeated result was 65.80 pg/ml. The repeated result was believed to be correct. The repeated result was obtained on another module. The initial result was not reported outside of the laboratory. The sample was repeated due to the initial result being lower than the normal reference range; the result was expected to have a higher value for a surgical specimen.

Manufacturer narrative:
The customer's calibration and qc were acceptable. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace. Sample liquid level detection noise (before aspiration), sample liquid level detection malfunction during movement, and r. Rotor temperature out-of-range alarms were observed. The field service representative found the probe syringe barrel tubing was kinked. He repaired the kinked tubing, which resolved the issue. Verification tests passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.